Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed and detached eight ruby coils into the aneurysm using a px slim delivery microcatheter (px slim) without any issues; however, while advancing the ninth ruby coil through the px slim, the physician experienced resistance. After several unsuccessful attempts to advance the ruby coil completely through the px slim, the ruby coil was removed and the procedure was completed using three new ruby coils and the same px slim. There was no report of an adverse effect to the patient.